Event description:
Information received indicates the end hi/lo of the bed was lowering and the head hi/low is not.

Manufacturer narrative:
The technician found the hand pendant cable was pinched and shorted internally causing the head hi/low issue. The technician replaced the pendant to repair the bed.